Event description:
The peritoneal dialysis registered nurse (pdrn) contacted global technical services (gts) regarding a high drain 104/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) after use. The pdrn had the technical service representative (tsr) call the home patient (hp) for a conference call. The tsr reviewed the therapy log. The total fill volume was equal to 7423ml, the total drain volume was equal to 23084ml, and the cycle 4 ultrafiltration (uf) was showing 15660ml. The hp's fill volume was set to 1900ml. The only complaint the hp had was drain pain at the end of drains. The hp had no symptoms of an iipv. The registered nurse (rn) wanted to review the programming. The hcp was set to high dose tidal therapy with a tidal volume percentage of 95%. The total uf was set to 1000ml. The rn stated it should be set to continuous cycling peritoneal dialysis (ccpd). The hp would perform manual therapy for tonight. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the alarm. The nurse stated the technical service representative (tsr) had told her there was something wrong with the counter on the machine because there was no way the patient could have a cycle ultrafiltration volume of 15660ml. She stated the patient has not had any similar issues since then. She stated the patient has been able to continue therapy successfully on the cycler. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv). The device was determined to meet electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was an unexpected high ultrafiltration for therapy compared to other therapies. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.